Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient experienced an air embolism while connected to a continu-flo solution set which was being used to deliver an unspecified hydration therapy via a pump. It was reported that after 20-25 minutes, the nurse came back to check on the patient and the patient was unresponsive. Subsequently, the patient was diagnosed with an air embolism (not further specified). No further detail was provided regarding the cause of the event or regarding medical intervention. The patient¿s outcome was unknown. No additional information is available.